Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The consumer's blood glucose readings were low, showing the device to be performing as intended. This event is being reported as an adverse event under the guidelines of the FDA's medwatch program. The meter in question will be returned for evaluation.